Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red knob of the hammer handle was broken during the tka surgery on (B)(6) 2018 when the surgeon implanted the tibial tray to the patient¿s knee joint. The surgeon checked the broken fragment under x-ray, so that there were no broken parts in the patient¿s body. The surgery was completed by using alternative hammer (p/n and lot number were unknown). There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.